Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of the incident was over 700 mg/dl.. Customer was wearing the insulin pump at the time of the incident. Troubleshooting was declined. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.